Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that her blood glucose readings between (B)(6) 2019 to (B)(6) 2019 were not being stored in the memory of the contour next link 2.4 meter. During call, the customer service agent asked the customer to run a blood test. The customer performed a test and the reading obtained was properly stored in the meter memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.